Event description:
It was reported that stent damage occurred. Vascular access site was obtained via the femoral artery. The 80% stenosed, 28x2.5mm, eccentric target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified unspecified vessel. An unspecified size non-bsc guide catheter and a pt2 guidewire were advanced and positioned in the target lesion. Predilation was performed with a 2.0x20mm non-bsc balloon catheter resulting to 40% residual stenosis. Subsequently, a 2.50x28mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).